Manufacturer narrative:
(B)(4). The battery had a higher than expected internal resistance and may result in reduced battery performance.

Event description:
The pump was 'medical device alert'. The pump had been implanted for 5 years. No rotor or dye study was completed. It was explanted. There was no pt injury associated with the event. The pt recovered without sequela. The device was used to deliver morphine sulfate and clonidine.